Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 85" and "defib disabled" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.